Event description:
It was reported that, during an arcr procedure, after the inner lock dial was turned, the deployment knob, and the shaft were removed from the bone hole, the distal anchor axis connected to the inner plug of two (2) healicoil knotless anchors came off from the bone hole. The proximal anchor was implanted and could not be removed from the patient. The surgeon determined that fixation was achieved with part of the distal anchor and the proximal anchor remaining within a bone tunnel. The procedure was resumed, with the same device, without any delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: additional information on d8 & h6 (medical device problem code). H3, h6: the reported devices were received for evaluation. A visual evaluation showed that two insertion devices, the proximal end of a fractured distal anchor, and one distal plug were returned without any original packaging. The eyelet of the distal anchor was not returned. The plug is threaded into the distal anchor. The plug has no visible defect. A functional evaluation showed both devices function as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force on the device, excessive torque on the device, off-axis insertion, or an inadvertent impact event inconsistent with normal use). Based on this investigation, the need for corrective action is not indicated.